Manufacturer narrative:
The field service representative (fsr) replaced the oxygen (o2) sensor. The unit operated to the manufacturer's specification. During laboratory analysis, the product surveillance technician (pst) installed the o2 sensor into lab use only (luo) testing equipment. Calibration was successful. The pst conducted verification and release testing which also passed. Calibration was successful three more times. It was determined that the o2 sensor met specification.

Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) prompted for a second calibration which it failed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per data log review: based on the log, the issue occurred on the third and there were no events on the fourth. There were multiple oxygen (o2) sensor and blender disagreement events. This will cause a 'cal' message to be displayed. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.